Event description:
It was reported that an intuitive surgical (is) field service engineer (fse) replaced the universal surgical manipulator (usm) due to loose carriage g1 and g2 as a field action. There was no patient harm, adverse outcome, or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem and replaced the universal surgical manipulator (usm) due to a loose carriage. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the usm to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the check was done to perform the carriage test and fulfill requirement for field action recall. There was no universal surgical manipulator (usm) replaced.

Event description:
Refer to h11 for follow-up information.